Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio flex meter displayed an error 2.2 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown date and time around 2-3 weeks prior to contacting lfs, in the afternoon. The patient manages her diabetes with oral medications (metformin 500mg), diet and exercise and denied making any change to her usual diabetes routine as a result of the alleged issue. She reported that on an unspecified time after the alleged issue began, she developed the symptoms of "blurry vision". The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the subject meter was being used and the error message occurred after the countdown. After pressing the power button, the error 2 message did not reoccur. The correct test strips were being used. The test strips were stored correctly and had not expired. The patient described the correct testing steps. The patient's products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.